Event description:
CT technologist loaded a pre-filled contrast media syringe into the faceplate/housing of a mallinckrodt-covidien optivantage ceiling mounted bedside contrast media injector and initiated injector procedure. The syringe "exploded" while delivering contrast media.it is unknown at this time whether the event was caused by a failure of the pressure sensing device in the arm of the injector, a mis-loaded syringe or a failure of the syringe due to a manufacturing defect. The device is designed to deliver at 4.0 cc's/sec up to a psi limit of 300.no issues were identified with the optivantage injector. However, user error was offered by the vendor due to damage found on the piston knob, indicating that the syringe was not aligned properly with the ram prior to injection. Given that two additional events have occurred, the manufacturer has subsequently requested all of the syringe information. We are also considering requesting a new injector device.